Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and after the implant, the impella had low pump flows. The flows were less than 0.5 and there was suctioning. The pump was repositioned with no improvement. The impella was stopped and restarted with no improvement. The decision was made to explant and replace the pump. The new pump had no issues and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs confirmed low pump flow when pump started and remained to the rest of the case. Product was not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.